Event description:
A peritoneal dialysis patient reported that the paper tape used to secure the tubing causes itching in the area where it is applied. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).